Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was a poor field of view found from the subject device during testing. Additionally, foreign material was found exiting the forceps channel. The illumination lens, tip cover, and angle lever were found dirty. The forceps mouth had corrosion present. The curved tubing had collapsed. The eye piece main unit was scratched, and the light guide serpentine was found collapsed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus oes hysterofiberscope due to a compromised image. During the device evaluation, it was discovered that the unit had undergone insufficient reprocessing as there was foreign material exiting from the forceps channel. This report is being submitted to capture the reprocessing issue discovered during the device evaluation. There was no patient involvement when the reportable failure was identified.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material exiting from the forceps channel was unable to be identified. Olympus will continue to monitor field performance for this device.